Event description:
It was reported the patient's blood glucose level (bg) read "high" (>27.8 mmol/l,>500 mg/dl). The pod was reportedly leaking while worn on the leg for between 5 and 24 hours. As treatment, a new pod was applied.

Manufacturer narrative:
The pod arrived fully deployed. No timeouts or drive stalls were observed. A tear in the exposed portion of the soft cannula resulted in a fluid leak. The timing and cause of the cannula damage could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.